Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('coiled medical devices embedded within the myometrium') in a female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, diarrhea, vaginal pain, adhd, asthma, bipolar I disorder, depressive disorder, schizophrenia, renal disease, vaginal discharge, ovarian cyst, unable to eat, nausea, vomiting, diarrhea, genitourinary chlamydia infection, menses irregular, abnormal uterine bleeding, dysfunctional uterine bleeding, perineal pain, seizures, sciatica, fatigue, lightheadedness, smoker, endometrial polyp, nabothian cyst, urinary urgency and vaginal delivery. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with lurasidone hydrochloride (latuda), trazodone and surgery (hysterectomy + uni-s on (B)(6) 2019 and total vaginal hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the embedded device, psychological trauma and post procedural complication outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for pain and bleeding. Right: 3 coils, left: 2 coils. Lot number: b40024 manufacturing date: 2013-06, expiration date: 2016-06-30. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: coiled medical devices embedded within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, treatment medications, event: coiled medical devices embedded within the myometrium, rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy + uni-s on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: previously reported event ¿injury¿ was deleted. The events ¿pelvic pain¿, ¿genital abnormal bleeding¿, ¿psych injury¿, ¿urinary tract infection¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Case category changed to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy + uni-s on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for pain and bleeding. Lot number: b40024 manufacturing date: 2013-06 expiration date: 2016-06-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy + uni-s on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot number was added. Outcome of "urinary tract infection" updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.